Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending (lad) coronary artery. A 3.00 mm x 32 mm promus premier select stent was chosen for treatment. During the procedure, the stent was deployed using balloon inflation at nominal pressure. Following deployment, a clearstent image was obtained to assess the stent. Upon review, the stent was found to be fractured at two locations. The device was removed, and the procedure was successfully completed with a different device; there were no patient complications reported. During the follow-up examination performed no abnormalities or complications were identified.